Event description:
A field service engineer reported that the heartstart mrx battery was "exhausted". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.